Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. The device was not returned for analysis. The reported patient effect of thrombosis is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a heavily calcified common femoral artery (cfa) via 5fr sheath using the pre-close technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, resistance was felt during advancement of the proglide device into the cfa. After retraction of the foot plate, the proglide device could not be removed from the patient anatomy. The physician opened the body of the proglide device to verify that the activator wire retracted the foot plate. A vascular surgeon was called in to perform a cut down and noticed that the guide of the proglide device had separated where the black and silver parts meet. A clot formation had formed in the artery. All parts of the guide of the proglide device were removed. A thrombectomy was performed to remove the clot. The cfa was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.